Event description:
It was reported that a physician obtained high lead impedance readings when performing diagnostics on a vns pt's device. Specific test results were not available. The physician conclude that based off the readings he obtained, the lead was off the nerve. No x-rays have been taken to confirm and, there were no reports of pt manipulation or trauma that could have caused or contributed to the reported event. The pt has been referred to a surgeon for further eval.